Manufacturer narrative:
The account found that the latch pins are stuck inside the center arm and will not release. The account cannot see any type of material that may have seeped inside the side rail arm. Technician gave the account the center arm assembly part numbers. No further information is available on the repair at this time.

Event description:
Account alleged that the left head side rail will not latch. No injuries were reported.